Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units, and the insulin gauge displayed 70 units on (B)(6) 2016. The customer reloaded the cartridge successfully and received an accurate fill estimate. Several hours later, during a follow-up call, the customer reported that the insulin gauge updated to a more accurate value. In addition, the customer reported that it sometimes took more force than usual to load a cartridge onto the pump. During troubleshooting with tandem technical support, the customer inspected the pneumatic tap and reported that it looked "fine". The customer was able to load a cartridge onto the pump successfully and resume insulin delivery. The customer's blood glucose level was reported to be over 500 mg/dl, which was addressed with a correction bolus.